Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experiences high blood glucose level. Customer¿s blood glucose level was 468 mg/dl. The customer¿s current blood glucose level was 129 mg/dl. The sensor will not be returned for analysis.